Event description:
It was reported that there was a no disposable clamp tubing alarm with a reservoir volume of 29.2, rate 2.2, given 71.8, green flow stop. No disposable clamp tubing alarm. Alarm currently silenced. Pump turned off, tubing clamped and cassette removed. No air bubbles noted. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing remains clamped near port site. The patient was not affected.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.